Event description:
During aortic valve replacement and after this device was sewn into position the cap of the insertion needle was so tightly fastened to the luer fitting that a greater than normal force was needed to remove it. This caused the luer fitting to crack rendering it unable to seal. It then had to be removed and the hole in the aorta sewn shut. Follow up reveals: no further problems noted with this device.